Event description:
It was reported that t1 was lowered activating the trigger, when activating the second trigger t2 did not lower. All t's were removed. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the insertion needle but were returned. Examination of the construct showed t1 is bent; t2 and the suture show no abnormalities. The needle is bent on two planes. The actuator is in its post t2 position indicating a complete deployment took place. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.